Event description:
Procedure type: lap nissen. According to the reporter: the needle broke off in the device. No piece of the needle contacted the pt. The doctor used another device and was able to continue the case. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).